Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 19 months ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that a recent CT demonstrated that the bifurcated stent graft had migrated distally, resulting in a proximal type I endoleak. At the time of migration, the aortic neck had dilated to 30 mm in diameter at the level of the renal arteries and was angulated 62 degrees. The migration was attributed to the dilatation and angulation of the aortic neck. The physician has planned to intervene at a later date, possibly with a talent converter stent graft. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Result - endoleak, graft migration. Result & conclusion - aortic neck dilatation and angulation.